Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with heavy calcification and heavy tortuosity. The 3x15mm xience xpedition stent delivery system (sds) was attempted to be advanced to the target lesion; however, the sds failed to cross due to the tortuous anatomy. Therefore, the sds was removed from the patient and the stent separated in 2 pieces outside the patient anatomy. A non-compliant balloon was used instead and the patient was put on medication to complete the procedure. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initial report being filed, the following information was received: it was reported that shaft was the location of the separation of the 3x15mm xience xpedition stent delivery system (sds), and not the stent. No additional information was provided.

Manufacturer narrative:
Visual inspection and dimensional analysis was performed on the returned device. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.